Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they constantly felt shocking sensation. They said it will go away and then would come back, felt it for the next 24-48 hours. They already enter MRI mode, switched group, decreased stimulation and even turned off the stimulation but the issue still persisted. They said they couldn't sleep because it would wake them up. The patient was redirected to their healthcare provider to further address the issue.